Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this type of event is user mechanical damage from dropping the device or hitting the device against another device or hitting bone. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Manufacturer narrative:
This follow-up is to correct the narrative for the most likely cause of the event.complainant's event typically caused by applying excessive force while attempting to cut suture and/or an excessive amount of suture at one time.

Event description:
It was reported that the tip of the device broke off and was left in the patient. A second surgery is scheduled to remove it. The procedure was a bankart repair. (B)(6) male patient.

Event description:
It was reported that the tip of the device broke off and was left in the patient. A second surgery is scheduled to remove it. The procedure was a bankart repair.